Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis identified biological tissue, an apparent opening, and labeled as right side. Supplemental visual analysis identified a broken device, could not confirm if device is complete, and could not confirm if it had particles on the shell. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "palpable lymph node in the right axilla, diagnosis: benign reactive lymphadenopathy with interfollicular hyperplasia." Device has been explanted.